Manufacturer narrative:
One foam block from an inquiry optima diagnostic catheter packaging was received for evaluation. The catheter was not returned. No blood-like substance (bls) was noted on the returned device. No visual anomalies were noted. The reported ¿black substance¿ could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported ¿black substance¿ remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation, when removing the catheter from the packaging, a black substance was found on the sponge which fixes the catheter in. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient.